Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, multiple machines were not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that the devices came back online and the issue was resolved. The customer confirmed that the issue was with the network, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.